Manufacturer narrative:
The device was evaluated at (B)(4). According to the information provided by (B)(4), the device has not been repaired in the past year. The video connector board or light guide connector may have failed because the user forcibly connected the endoscope or light guide, or connected it diagonally, or applied excessive force such as bending, pulling, twisting, or crushing. As a result, omsc determined that the endoscope could not be connected to the device. The instruction manual provides precautions for handling the endoscope connector, which may prevent the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user could not insert the olympus videoscope enf-vt2 into the light source during the preparation for use. The user did not complete the intended procedure. There was no report of patient injury associated with the event. The device was then returned to olympus (B)(4), and (B)(4) inspected the device. As a result, it was found that the endoscope could not be inserted into the device because the video connector board was damaged due to excessive stress on the video connector socket. In addition, the light guide connector of the endoscope could not be inserted into the output socket because the output socket was damaged by excessive stress.